Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure and was recertified. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure - 1003" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device used by the customer on this patient is identified as a non-clinical device.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device used by the customer on this patient is identified as a non-clinical device.